Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered on the external part of the cassette and in the pump module area of the cycler. The patient was advised to let the cycler air dry overnight and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing to use the same cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: seven companion product samples from the customer with original package identified with code number 050-87216 and lot number 23ar08072 were returned. The product samples were visually inspected and no damages were observed in films or hard plastic of cassettes; the cycler sets are acceptable. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint. During the DHR review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. There were no problems detected and reported event remains not confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered on the external part of the cassette and in the pump module area of the cycler. The patient was advised to let the cycler air dry overnight and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing to use the same cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered on the external part of the cassette and in the pump module area of the cycler. The patient was advised to let the cycler air dry overnight and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing to use the same cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered on the external part of the cassette and in the pump module area of the cycler. The patient was advised to let the cycler air dry overnight and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing to use the same cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The 3rd party tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.